Event description:
Reportedly, mitral stenosis (ms) was observed a few days after a 29mm valve was implanted and on (B)(6) 2011, the device was explanted. The implant duration was .57 months and the device was replaced with a sjm regent valve (size unknown). The patient expired on (B)(6) 2011 due to heart failure. The customer reported the follow series of events: on (B)(6) 2011, a perimount plus (B)(4) was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr). An aortic valve replacement (avr) with magna ease (B)(4) (see report for serial number (B)(4)) was also performed to correct aortic regurgitation. Under echo, it was observed that the aortic and mitral valves opened and closed properly after the patient came off cardiopulmonary bypass. On (B)(4) 2011, blood pressure did not go up, reduced mobility of the mitral valve started, decreased cardiac function and heart failure symptoms were observed. Iabp was conducted and then, coronary angiography was performed. On (B)(6) 2011, the patient condition did not improve so that percutaneous cardiopulmonary support device was used. On (B)(6) 2011, transesophageal echocardiography was performed. No comments were provided. On (B)(6) 2011, percutaneous transluminal mitral commissurotomy (ptmc) was performed. Mitral valvular orifice size became 1.6cm2, which was 0.4cm2 before. Through follow up with the surgeon, the following information was obtained: at (B)(6) 2011, the patient was under treatment and both devices remained implanted. No change. On (B)(6) 2011, the patient condition did not improve so that a transesophageal echocardiography was performed. Mitral valvular orifice size got worse and it was 0.6 cm2. On (B)(6) 2011, a re-double valve replacement was performed. The surgeon commented that the patient's anterior cusp were mostly excised except for commissure area. Posterior cusp was folded and preserved when this valve was sutured at the implant. Bypass surgery was performed and one graft each was added on right and left coronary artery. At explant, film-like thing was observed on the left atrial side of the valve and the leaflets were fused. The customer commented that it seemed that the film-like thing was the cause of ms. The customer commented that it is unknown whether this explant was device related and this explant was not expected. A magna ease (B)(4) in the aortic position was also explanted during the same surgery to correct possible over-sizing and was also replaced with a 21mm sjm regent valve.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2012, it was confirmed with the sales rep that the device will not be returned. The hospital echo and pathology reports will not be provided. No additional information is forthcoming from the health care provider.

Manufacturer narrative:
Evaluation summary attached: evaluation completed on (B)(4) 2012. As received, the valve tissue was cut off. A section of tissue was received along with the valve. The tissue section was obtained from all three leaflets at mid cusp area fused together at the central hole. The leaflet may have been connected together by pannus at the free margins. No inconsistencies detected in the x-ray as the wireform was intact. Not able to evaluate due to valve current condition. The valve was sent to rd for input.

Manufacturer narrative:
On (B)(4) 2012, edwards lifesciences research and development released the following statements: discussion and conclusion - the valve was explanted after approximately (B)(6) months due to mitral stenosis. A functional evaluation was not performed to confirm the stenosis because all three leaflets were removed from the valve frame. The pieces returned were insufficient to evaluate potential contributing factors to the reported mitral stenosis. A small remnant of the three leaflets was provided separate from the sewing ring and valve stent assembly. The leaflet remnants were received adhered together at the center of coaptation with a transparent, hard material that was identified as a cyanoacrylate-based adhesive. Fibrin-like material was observed on the inflow (atrial side) surface of the leaflet remnants provided. Histology was performed using the leaflet remnants provided. The "fibrin-like" material was confirmed to be a fibrin-rich thrombotic material, loosely attached to the leaflet surface, containing some scattered erythrocytes and a few white blood cells. The bioprosthetic leaflet tissue was structurally normal and well preserved.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, it was reported that the devices will be returned after the customer completes an histological test at the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Follow up report will be filed when the device is received and the evaluation has been completed.